Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a defib charging error message and failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to loose battery lug hardware. The hardware was torqued to specification, and the battery was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.